Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the talar component shows clear subsidence with a high grade of radiolucence and some cysts. There seems to be periprosthetic fracture, respectively severe bone resorption with significant loss of talar bone substance. Therefore loosening and migration of the talar component is visible, here. It appears as if the loosening and migration would only be present at the talus. Loosening and migration is present. Regrading a potential infection the CT scan is not the instrument to include or exclude this, however, the amount of bone loss and the poor bone substance could definitely be accompanied by an infection. There is no evidence or information given, that would allow for a clear diagnosis of infection, though. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.